Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the distal glue is chipped exposing the thread; noise due to fluid invasion of the scope connector; and the scope connector had fluid invasion and corrosion. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and error messages were displayed when plugged into video system. Other scopes worked with the same video system. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.